Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Concomitant medical products: other relevant device(s) are: product ID: 9736032, serial/lot #: (B)(4) ; product ID: 9735894, serial/lot #: (B)(4), foreign report source: (B)(6). The ssd was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. The returned planning station ssd will not proceed past the medtronic logo screen, therefore they were unable to proceed with further analysis. Reported issue confirmed. The planning station was returned to the manufacture for evaluation. After functional testing, performance testing and visual/physical examination the reported issue was not confirmed. The initial power on was successfully booted. Multiple power cycles were successful. Both nic ports were fully functional and the system passed a burnin standard test. No failure found. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. There was no patient involvement. After entering the login and password to the system, the monitor remained stuck at the blue screen with manufacturer logo (splash screen). The issue persisted if the site logged in with the admin login as well. The issue was suspected to be related to hard disk damage. The lot number of the replaced ssd could not be obtained. The most likely cause was not determined. The provided information was confirmed via biomedical technician at the site.